Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via a n implantable pump for spinal pain indications for use. It was reported that the log showed multiple short duration motor stalls. The company representative (rep) mentioned that the patient uses a kindle with a magnetic case and believes this could be the cause of the stalls. The patient was not experiencing any issues with the therapy. The tech services reviewed keeping distance from kindle device and pump will monitor.

Event description:
Additional information was received from a company representative (rep) stated that according to the logs, the pump stalled on (B)(6) 2025 at 1:08 pm and recovered at 1:18 pm and stalled on (B)(6) 2025 at 4:24 pm and recovered at 4:56 pm and stalled on (B)(6) 2025 at 9:03 am and recovered at 9:38 am and stalled on (B)(6) 2025 at 4:08 pm and recovered at 5:40 pm and stalled on (B)(6) 2025 at 12:10 pm and recovered 1:33 pm and stalled on (B)(6) 2025 at 7:41 am and recovered at 7:54 am.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.